Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were inadvertently reversed in the pacemaker header at implant, resulting in inappropriate pacing. A procedure was completed to reseat the leads correctly and they remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.